Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high error.the customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) he could not duplicate customer reported problem. Blower assembly was replaced. Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.